Event description:
I have always been a healthy (B)(6) old female, taking no medication on a daily basis ever, but I felt my health getting worse for the last 8 plus months. I have had the following symptoms and pain since the placement of essure on (B)(6) 2013. I feel I was mislead with essure; there are more side effects than benefits of this device. These coils have absorbed a sterilizing agent, ethylene oxide, (listed on the back of essure package) doesn't dissipate and an seep into your body via the coils. The sterilizing agent is a known carcinogen and can be absorbed into pet fibers in the coils and when pet fibers come into contact with salt or saline solution this carcinogen agent can be released even further into the body. I have had weight gain (currently the heaviest I have ever been), heavy/severe bleeding and clotting which has sent me to the ER to then be placed on hormones for 10 days to stop/control the bleeding, severe cramping, headaches/migraines weekly, hair loss, my skin is so different (breaking out/rashes/blistering under jewelry), moody, exhausted daily, can't sleep, hard to focus (in a fog/dizzy), spasms/vibrating (where coils are, almost like I have my cell phone on me), emotional, extremely bloated, stabbing pains in my abdominal area, diarrhea constantly. I have missed work, time with my husband and children dealing with all of this. No one knows my body better than I do, so I asked my dr to take the next step in removing these coils from my body. Which ended up with me having my fallopian tubes, coils and uterus removed at the young age of (B)(6) on (B)(6) 2014. I felt that I was slowing being poisoned and that if I wanted to live and live healthily this was my only chance. Now 2 weeks post op all my symptoms are gone, down 8 pds too!! I feel like me again. Sadly if I wanted to do a reversal to become pregnant again I sadly can not.